Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc and acr button dome switches. The connector on the lcd was inspected and no unlocked connector was found. The device passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery test. The device was received with cracked case at the display window corner. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's mother advised two of the buttons on the insulin pump are becoming hard to push. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.